Event description:
During a laparoscopic appendectomy, we opened a gia stapler. While the surgeon was using it, one of the pieces came off the top of the stapler and fell onto the field. The portion that fell off was on the part of the stapler that remains outside the patient's body, and as the case was laparoscopic, did not fall into the patient at any time. The stapler was passed off of the field, and replaced. No harm to the patient occurred.